Manufacturer narrative:
This event occurred in (B)(6). Calibration was acceptable. The qc data provided by the customer is within the customer¿s specified ranges. No issues were identified during a review of the alarm trace data. Liquid flow cleaning was last performed on 03-jul-2020. No sample material could be provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys pth immunoassay (pth) on a cobas 6000 e 601 module. The initial result from the e601 module was 2.12 pg/ml. This result was reported outside of the laboratory where the doctor thought it was incorrect. On (B)(6) 2020, the sample was repeated by the siemens method and the result was 26.1 pg/ml. The e601 module serial number was (B)(4).